Event description:
Radiopharmacy technician drew a sample into a 5ml syringe. The syringe began to leak around the area where the needle screws into the syringe area. Upon further inspection, it was noticed that the circular hub in which the needle screws into the syringe was deformed on the syringe. It was oval shaped. This misshaped connection area resulted in fluid leakage.